Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced erbe to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the failure analysis investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the robotic coordinator reported the integrated electro surgical unit (iesu) erbe was getting a c-30 error and could not fire bipolar energy. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found repeated c-30 errors. Prior to calling in the customer change cords, ports and power cycled the iedu erbe, and no bipolar energy was observed. The isi tse had the customer hard power cycle the iesu erbe and it faulted with error c-30 at power up. The customer hooked in the forcetriad in place of the iesu erbe to complete the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it initially powered on without errors. A separate ligasure triad was used and connected to the system to complete the procedure. The patient tolerated the change with no patient injury.